Manufacturer narrative:
B3: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that loss of aspiration occurred. An angiojet solent omni was used for thrombectomy procedure. However, the system encountered difficulty in executing an aspiration during the procedure. There were no patient complications reported.